Manufacturer narrative:
H3) the instrument was returned for analysis. Both side tabs were broken off at the tip. The tracker was not able to retain an inserted instrument but was otherwise fully function. The tracker displayed good geometry and divot error readings with normal tracking and verification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was total failure of the locking system, one of the teeth fell off. Any navlock can be placed onto "this instrument." If the nurse tried to push the navlock harder, it got stuck and could not be dismounted. She tried multiple navlocks and they fit normally on different instruments . It was noted that it appeared to be a material problem. There was no patient involvement. Additional information was received. The thoracic probe was either bent or had too much friction, some material changed on the proximal part where trackers are mounted, trackers cannot slide on and always get stuck. The violet tracker's locking teeth broke in half and the green tracker's locking teeth completely fell off.